Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller had a patient last summer in which they had to go into the clinic and was told that the implantable neurostimulator (ins) won't read if past a certain date but may still be working. The caller didn't have a patient name or any further information about this instance. No symptoms were reported.